Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severly tortuous and calcified venous side of the anastomosis graft site around the basilic vein. The 8.0 x 40 mm sterling over-the-wire balloon catheter was used to predilate the lesion. The balloon was inflated twice to 14 atms and on the third inflation, the balloon was ruptured after 30 seconds at 14 atms. The device was successfully removed from the pt and the procedure was completed with another of the same device. No pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.